Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient identifier reflect the shortcut of this study subject ID. The patient (B)(6) referenced in this event file is enrolled in the grt 10-11 (gore global registry for endovascular aortic treatment) and information regarding this event was gathered from the imedidata rave clinical study database (csd). Updated g3. H6, - type of investigation: code b14 and b11 added. - investigation findings: code c24 added. C21 is no longer applicable. - investigation conclusions: code d15 added. D16 is no longer applicable. Investigation summary and conclusion: a review of the manufacturing records indicated the lot met all the pre-release specifications. Neither clinical images enabling direct assessment of product performance nor the product itself were returned for evaluation. No further information received from the physician, and with the current information, the cause of the endoleak type ib cannot be established. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause.

Event description:
The following was reported to gore on november 19, 2025 over the imedidata database: on (B)(6) 2015, the patient was treated in the descending thoracic aorta in zone 4 with two gore® tag® conformable thoracic stent graft devices. Also, it is noted in the study database that it was a residual descending thoracic aorta dissection from an operated type a dissection, with enlargement of the false lumen. On (B)(6) 2024, a type ib endoleak was found in follow-up meeting. Currently, there is unknown cause of the endoleak. Another computerized tomography was done on (B)(6) 2025 and showing there was a maximum diameter of the aortic aneurysm of 45 mm. The physician treated the patient on (B)(6) 2025 with a visceral stent graft relining.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient identifier reflect the w. L. Gore internal case number. The device remains implanted in the patient, therefore, a device evaluation can not be performed. The investigation is ongoing. Preliminary results are not yet available. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.